Event description:
It was reported that pump displayed a cartridge change error despite multiple attempts to load cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area as instructed, discarded damaged cartridge, cleaned pump area, and attempted to fill and load two new cartridges with support from technical support, but error continued. The customer continued to use current pump for insulin therapy.